Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse (savannah).

Event description:
She swallowed it instead of spitting it out. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number (B)(4), expiry date 31st january 2019) for dry mouth. In (B)(6) 2016, the patient started biotene original oral rinse (savannah). On (B)(6) 2016, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. Biotene original oral rinse (savannah) was continued with no change. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on (B)(6) 2016. The husband reported that his (B)(6) wife used biotene original oral rinse savannah (size not specified) and she swallowed it instead of spitting it out. She had been using the biotene original oral rinse savannah (size not specified) for approximately a month. The patient swallowed the product on (B)(6) 2016. Patient still used the product. The patient used the product for dry mouth. Follow up information was received on 14 november 2016. The consumer called back to report no adverse events occurred as a result of his wife's accidental consumption. He also stated an hcp (healthcare professional) was never consulted on the matter, so he would not fill out the hcp (healthcare professional) form.